Event description:
The manufacturer was informed that on (B)(6) 2024, a carbomedics standard aortic heart valve m7-029 was implanted. After cutting the line, repeated tests showed that one of the leaflets was not flexible. As such, the valve was removed and tested with the valve probe on the operating table. One of the leaflets still could not rotate flexibly. Reportedly, a smaller size valve, m7-027, was ultimately implanted and the operation was successfully completed. The patient remained stable throughout the procedure despite the additional 30 minutes x-clamp time and bypass time. Based on the information received, there was no abnormal geometry in patient's anatomy and no issue with the valve was detected prior to this event.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device was returned to the manufacturer. Following the checks carried out, it can be stated that the returned device did not have manufacturing or functionality defects compatible with the description of the reported event. Based on the investigation performed of the returned device no issue with the device was noted. Furthermore, form the document review performed; no manufacturing deficiencies were noted. The most probable reason for the phenomenon observed in the field is a possible oversizing which could reasonably have caused interference with anatomical structures. Based on the information received, the valve that was subsequently implanted to replace the explanted valve was smaller. As such, it is reasonable to attribute the cause of this event to miss-sizing.